Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer- provided photo noted the anchor of the device was damaged and the eyelet was missing. Refer to attachments. Based on the information provided which may include pictures and the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or misaligned insertion.

Event description:
On 07/16/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324pslc suture anchor broke. This occurred during the fixation in tibia with fibertape, it occupies a tap (ar-1927d) to make the tunnel, until that moment everything went well, they introduced the eyelet and the first part of the stem but at the moment that the screw entered this one did not enter although it lowered all the green handle, they tried a second time assembling the anchor again and the same thing happened and also part of the screw broke, they continued with another part of the surgery (epm), and when he returned to this fixation they also used a swivelock male and ended up fixing with a titanium tip swivelock and a peek screw, and there was no problem.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.